Manufacturer narrative:
A ge oec service rep investigated the issue and removed and replaced the power cord cap to restore function. Some info limited as this issue occurred in another country. The system was tested, found to be operating as intended, and released to the customer for use. No patient injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 8800 fluoroscopy system had an issue with the power cord.